Event description:
Cardiopulmonary technician was attempting to suction from a safety drain connected to a circuit on a ventilator. During suction the technician noticed the circuit expand and the exhalation valve alarm and the peek pressure alarm sounded. The circuit was removed for the pt and the pt was bagged. There were not adverse pt outcomes.